Manufacturer narrative:
Device received for analysis but not yet performed. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep). The rep reported high impedances during an intra-operative procedure. The rep stated that they performed an electrode impedance test at 1.5 v and 360 pw. The results indicated high impedance, >4000 ohms. The rep reported that they attempted to reinsert the lead twice and ran impedances up to 4 v at 210 ¿s and all values were >4000 ohms. The rep noted that they were using a new battery and that the patient had just completed a trial with the lead, so the lead was almost brand new. The rep was recommended to run impedances at 3 v and 360 ¿s. The rep stated that this resulted in one good value on c0 which was 598 ohms and everything else was >4000 ohms. The rep then decreased the pw to 90 ¿s and left the amplitude at 3 v. The rep stated that this resulted in an impedance of 337 ohms on c0 and >4000 on everything else. The rep noted that the healthcare professional (hcp) decided to replace the battery so they were unable to program the therapy setting and look for motor response. The rep reported that all impedances were within the normal range after the new battery was connected. No further complications were reported or were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that in order to troubleshoot, the rep had called technical services. They changed the pulse width and amplitude limits 3 times with no improvements. It was reported the physician closed with sutures the first layer. They removed the lead from the implantable neurostimulator (ins) twice. The physician chose to use a new ins. The rep reported that the ins in concern will be sent back. The rep reported they do not know the patient's weight but they know the patient is female.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4) found that the ins functionality was okay. An impedance test was performed in 0.9% saline solution and good impedances were observed using a clinician programmer. There was good stable output on the electrode pairs the ins had when it was received and a lab functional test determined there was good stable output on all electrode pairs. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.